Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201 sn # (B)(6). Model: tined lead UDI # (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed confirming that the events of discomfort, pain, hematoma, hemorrhage and patient problem/medical problem, as well as edema, inflammation, and swelling related to illness (general), were defined in the product risk documentation. These event types have been considered during the analysis to support an acceptable risk-benefit profile for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the patient's physician stated that the patient was hospitalized for bleeding and pain at their implant site with possible hematoma and new onset atrial fibrillation. Plans were made to remove the system; however, the patient's irregular heart rhythm needed to be stabilized prior to procedure. The patient was treated with ice and had a CT scan which was normal. The device was eventually explanted due to infection. No further patient complications were reported.